Manufacturer narrative:
On 23-jun-2021, the mentor failure analysis lab received the device for evaluation. On 24-jun-2021, mentor received additional information about the event. The patient¿s race is white and patient¿s ethnicity is not hispanic/latino. On 29-jun-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture and exposure of the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual inspection of the returned sample determined that two tears were observed on the anterior aspect of the breast implant, measuring approximately 0.4 cm tear a and 0.5 cm tear b. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of both ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell.. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture, exposure of breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 350cc gel breast prosthesis that ruptured after implantation. There was exposure of the patient¿s right breast prosthesis and rupture was observed. The issues were diagnosed via a physical exam. As a result, the patient underwent explantation with no replacement breast prosthesis on (B)(6) 2021.